Manufacturer narrative:
G4: 21jul2020. B4: 25sep2020. This event was addressed in-house by the customer there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the solenoid and data acquisition printed circuit board assembly resolved this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported a ventilator with a proximal pressure sensor autozero failure alarm. There was no patient involvement.